Manufacturer narrative:
The pump passed the full functional tests, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current measurement and active current measurements were within specifications. The low battery alarm was confirmed in the format history file and then the power management parameters graph confirmed the power error 25 alarm was triggered when a backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to the connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and it functioned properly. The pump was received with a cracked keypad overlay at the select button, a missing serial number label, a scratched case and keypad overlay texture damage.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump batteries do not last more than a few hours. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.